Event description:
Treatment of a large unruptured saccular aneurysm measuring approximately greater than 10mm x 4mm located in the ophthalmic segment of the left ica (internal carotid artery). During the pipeline (4.75mm x 20mm) deployment, it was reported that the physician thought that the device was twisted; therefore, it was removed from the patient without issues. The procedure was completed. The physician discovered that the pipeline was not really twisted once it was retrieved from the patient. The patient was on dual-antiplatelet therapy. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).